Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received pump error alarm. The customer's blood glucose was 6.7 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump error 63 alarm was confirmed in the pump history due to a cold solder joint on the keypad assembly. The power management tool was confirmed. The pump error 25 and low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to the resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a cracked select button keypad overlay, a keypad overlay texture damage and minor scratches on the lcd window.